Event description:
The user facility reported that during a patient procedure which included use of the articulator injection needle, the needle tip could not be withdrawn into the device. Another articulator injection needle was utilized to complete the procedure. No report of patient harm.

Manufacturer narrative:
The device subject of the report is being returned to steris endoscopy for evaluation. The instructions for use provides the following information when using the articulator - injection needle, "for articulator & carr-locke injection needles only: carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Note: do not stretch the device because stretching may cause the needle projection length to be altered. To lock the needle in the out position, gently press the proximal luer until it meets the handle's luer, and then slowly twist the proximal luer clockwise until the two luers are fully engaged." The device history record was reviewed, and no abnormalities were identified. A three-year complaint review for this product indicates this to be an isolated occurrence. A follow-up MDR will be submitted when additional information becomes available.

Manufacturer narrative:
The articulator injection needle subject of the event was returned for evaluation. Evaluation results confirmed that the needle was not retracting as stated in the reported event. Steris offered in-service training on the proper use and operation of the articulator injection needle however, the user facility declined. No additional issues have been reported.